Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2020 and the mesh was used. It was reported that before positioning it into the patient the surgeon controlled the device and noticed that this one was partially defective. It was reported that the device was partially defective and the blindfolds detached with a minimum strain. It was reported that the physician put away the product and continued with sutures stitches. It was reported that the surgery was delayed for 15 minutes due to the reported event. It was reported that the procedure was successfully completed. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 08/12/2020. H3 evaluation: one open box and one used proceed ventral patch mesh inside a foil of product were received for analysis. During visual inspection of the mesh, damaged on a strap near to the ring could be observed; however, slight body fluids were observed in this area. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.